Event description:
St. Jude model 5380 pacemaker implanted in 2007. Patient seen in cardiology clinic four months later, for check-up. Interrogation completed but device read "telemetry interrupted. Test termination in progress" when sensing and threshold testing was performed. Two different programmers were attempted with device reading as above. St. Jude service technician called and suggested a computer download that may result in back up vvi pacing at 65 that could not be undone. Patient scheduled to return to clinic for another attempt two weeks later. Again device would interrogate but continued to read "telemetry interrupted. Test termination in progress" with threshold or sensing testing. Attempts were made to check thresholds with permanent programming of parameters. Initially, the device would not program and then permanent programming changes with ventricular threshold at 125v/0/05ms were accepted. St. Jude technician contacted again with options of generator change or computer download. Software download completed and device would no longer interrogate and no communication could be established between the programmer and the pacemaker. Device reverted to back up pacing in the vvi mode at a rate of 70 bpm. Generator change recommended by st jude. Patient is not pacemaker dependent, generator change scheduled as an elective outpatient procedure and was performed five days later, medtronic model sedr01 implanted without problems. Device sent to st. Jude for testing with full report to follow.